Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm and a high oxygen alarm occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. This issue has been identified under the fsn 2023-cc-src-039. Devices affected: bipap a30, bipap a30 efl, bipap a30 hybrid, bipap a40, bipap a40 efl, bipap a40 pro problem cited: interruptions and/or loss of therapy due to a ventilation inoperative alarm.